Event description:
A customer had a problem with the single lumen PICC. The customer reports "the single lumen PICC was in 2 pieces after the dressing was removed. This was noticed after 2 hours of initial insertion. The nurse went to remove the dressing (tegaderm) and one part of the PICC was stick to it and the other piece was just outsite the insertion site."